Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ry96, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no therapy effect since a revision in (B)(6) 2015. Additional information received later on (B)(6) 2015 indicated that patient experienced a loss or change of therapy. The patient stated that his implantable neurostimulator device "never really worked correctly" and when patient used the therapy if "defects other parts of his body except his bladder." No outcome or intervention were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.